Manufacturer narrative:
It was claimed that internal test failed during system checkout (sco). The issue was confirmed in problem description and service report. Decision to report the event to competent authorities was made based on available information at the time of taking the decision (no logs or no information about faulty part), as the initial description about a failing sco might have underlying causes which may affect essential functions of the device. In the further process of complaint handling, it has been identified that the issue was related to the co2 absorber. The issue has been solved by installing an absorber lift kit. The true root cause of the reported issue has not been determined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the internal test. There was no patient involvement. Manufacturer's reference #: (B)(4).